Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated during reaming. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
Reported event: an event regarding arm vibration during reaming, involving 3.0 rio robotic arm - mics, catalog: 209999, was reported. Method & results: device history a review of the DHR associated with rio 417 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 203999) the complaint databases were reviewed from 2011 to present for similar reported events regarding arm vibration during reaming/impaction. There were multiple reported events (B)(4). Trend request for this part number has been submitted (trend request #865). Conclusion: the log data from the case was reviewed. An analysis of the reamer on/off cycles and system warnings was completed. Based on the analysis performed, there was evidence of multiple rapid reamer on/off cycles during reaming and impaction. The velocity trap for movement in the pelvic and base array was triggered during reaming and impaction. The potential that the vibrations were due to an unsecure array or an atypical robot set-up cannot be ruled out. These factors could have contributed to inaccuracies in the trackers that would cause the haptic and the arm to shift based on the movement of the arrays, this could then translate to vibrations in the arm. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated during reaming. The case was successfully completed and there was no harm to the patient.